Manufacturer narrative:
Date sent to the FDA: 04/16/2021 additional h6 component code: g07002 ¿ device not returned additional information was requested, and the following was obtained: what is a status on samples return under (B)(4) return date, tracking information?- there was no product to return the following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name/indication of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# of post-op days)? Was there any precipitating stress factor for the wound dehiscence? What tissue dehisced? Please clarify what does it mean that the suture ¿degraded ¿? What was the appearance of the ethilon suture during the second procedure? Date of the second/re-suturing procedure? What was used for re-suturing? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/16/2021 corrected information: d3, g1 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device lot number an5291, and no non conformances / manufacturing irregularities were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name/indication of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# of post-op days)? Was there any precipitating stress factor for the wound dehiscence? What tissue dehisced? Please clarify what does it mean that the suture ¿degraded ¿? What was the appearance of the ethilon suture during the second procedure? Date of the second/re-suturing procedure? What was used for re-suturing? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What is a status on samples return? Return date, tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was re suturing performed to treat the wound dehiscence? ¿ yes device status: discarded. The following information was requested, but unavailable: how many sutures per event presented the issue? Event day? Procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that the patient underwent an unknown wound closure procedure in 2021 and the suture was used. It was reported that after some days, the suture degraded causing wound dehiscence. The re-suturing was performed to treat wound dehiscence. Additional information will be requested.